Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he stopped using the scs system approximately one year ago and stopped recharging the ipg also. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted and leads remain implanted. In addition, the patient reported the scs system did not help her pain and may undergo another trial in the future.